Event description:
Reportedly, pta of instent stenosis in target lesion with post pta residual stenosis final angiogram of 10%. No further information available.

Manufacturer narrative:
Device not returned.